Event description:
Additional information received, identified reprogramming established therapy. The ipg was able to communicate post troubleshooting.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices post unrelated procedure. It was unknown if electrosurgical devices were used during the procedure. Surgical intervention may occur later to address the issue.